Event description:
It has been reported to philips that the system gave an alert indicating low load fluoroscopy. This alert lets the customer know that exposure is not possible. The system was in clinical use and the procedure was completed after a delay due to restarting the system. The report indicated patient harm; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, during a procedure on a sedated patient with a sheath inserted into their radial artery, the system reported a "fluoro low load" message after a warm and cold restart were performed in connection with a geometry issue. Once the system was back up after the cold system restart, the geometry issue was resolved but the system went into graceful degradation mode (only low-load fluoroscopy available) to protect further damage to the x- ray tube as the system identified an issue with the flow switch in the tube cooling unit (clm) of the certeray generator. The procedure was aborted, and the patient was returned to the ward. If an issue with said flow switch is detected at startup, the system logs the error ¿flow switch of clm defect¿ and displays the user message ¿low load fluo flavor selected: tube cooler problem¿, which is intended to inform users of the issue before patient involvement. However, in this case, the restarts occurred mid-procedure, and the system allowed only low-load fluoroscopy for safe termination of the procedure. The following day, the patient was reported to experience ongoing chest pain, ECG changes, and a further rise in troponin levels, and urgently transferred to another hospital where they underwent a percutaneous coronary intervention (pci) to the circumflex artery. The patient was subsequently discharged. Log file analysis registered an issue with the flow switch in the tube cooling unit (clm) of the certeray generator. During onsite inspection, the philips field service engineer (fse) replaced the tube cooling unit. After replacement, the system was confirmed to be operating within specifications and returned to clinical use. Codes have been updated based on investigation outcome